Event description:
It was stated that the customer was killed in a motorcycle accident. The customer was wearing the insulin pump at the time of the incident. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.